Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)

Event description:
Procedure type: low anterior resection. According to the reporter: after firing two reloads, the third reload was loaded and fired but had no staples present in the cartridge. This resulted in stool leaking in the abdominal cavity. The abdominal cavity was heavily irrigated adn a drain was put in. The pt had an extended hosp stay to monitor pt condition. Another cartridge was opened and used without any incident. There was no unanticipated tissue loss. There was no unanticipated tissue damage. The incision was not extended by more than one inch. There was no unanticipated blood loss of 500cc or more. Surgery time was delayed by more than 30 minutes.